Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. A large cut was noted on the main keypad assembly. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that during a pt code, the device locked-up and the paramedic was unable to use the device. No further info regarding the pt or the event was provided. There was no report of adverse event as a result of the reported failure.